Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was not working. The device was not changed out. The surgical procedure was completed. Successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This device was manufactured before 1999. Investigation in process, but not yet completed.